Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had a lead added to their scs system on (B)(6) 2019. The reason for adding the lead was not provided at this time. The patient has therapy.

Event description:
Additional information provided the patient had lead added for better coverage for original pain. There was no loss in therapy prior to the procedure.